Event description:
Physician angulated the scope and it froze in a retroflexed position. The hospital staff reportedly tried several methods to straighten out the scope without result. Decision was made to remove the scope while still in a retroflexed position. As a result, the patient sustained minor bruising and bleeding to the esophagus. However, no medical intervention was needed as the bleeding stopped on it's own. The procedure was completed with the use of another similar device, and the patient had made full recovery.